Event description:
Endoscopy staff described the following: "current grounding pads (surefit¿ dual dispersive electrode) not working properly. Registered nurse (rn) tried six different pads on patient (more than one person tried) and none of them would connect to the electrosurgical system. Rn found one of our old grounding pads and it connected with no problem. Connection of this new grounding pad has been difficult since we got these new pads." No harm to patient, it was not an emergent situation. At the time of the event, the product was a substitute that was the only other option besides the original product. Supply chain was made aware of the difficulty connecting the grounding pads to the device and the pads were removed from service. The manufacturer was made aware of the connection difficulty.